Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was not getting wireless telemetry unless the device was touching the programmer. It was noted that the device was still in the box and multiple programmers were tried with the same result. The device was not used in a case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that there was diode:electrical discontinuity/open with the device. It was also noted by the analyst that they tried interrogating device using wireless telemetry on 4 different programmers. Was able to completely interrogate device on 2 programmers and on the other 2 could not obtain telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.